Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level exceeded safe levels and was reported as "high"; the specific value remained unknown. Customer addressed the high blood glucose by performing a correction bolus through the pump and later a correction injection via multiple daily injections (mdi). To resolve the issue, customer changed both the infusion set and the cartridge to resume insulin delivery.